Event description:
Additional information received reported the patient¿s health care provider (hcp) scheduled the patient for revision on 2014 (B)(6). It was noted, the entire system will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) was unable to place the leads due to scar tissue and because the patient would not lay still. They were moving around on the table to the point that the hcp did not feel comfortable doing the procedure despite being very experienced. The hcp recommended the patient see a neurosurgeon to have a ¿lami lead¿ implanted and all devices have been explanted from the patient.

Manufacturer narrative:
Supplemental submitted for additional information received and for addition of patient coding. (B)(4).

Event description:
It was reported there was stimulation in the wrong location, and the patient was reprogrammed. It was noted there was a follow up appointment scheduled for (B)(6) 2014 to discuss possible revision. It was reported that the x-ray determined that both leads moved down 2 vertebral spaces. It was noted the device was reprogrammed to see if they could still cover sufficient area. It was reported the patient status at the time of the report was alive with no injury and the patient symptoms or complications associated with the event were less than 50% therapy relief at the lead location.

Event description:
Additional information received reported there was no neurological deficit suspected before or after the lead removal. It was reported that diagnostics were not available however the manufacturer representative attempted reprogramming which did not resolve the issue. It was noted the explant was performed on (B)(6) 2014 and the patient was referred to another surgeon for a new device to be implanted. Lastly it was noted the patient had not contacted their health care provider (hcp), so it was suspected they were doing fine.

Event description:
Additional information received reported the patient was explanted on (B)(6) 2014 and the patient will be referred to another surgeon for replacement. It was noted the products were discarded by the facility.

Event description:
It was further reported the patient had surgery to revise their leads that had migrated. It was reported there was so much scar tissue and the patient¿s back is so messed up that the health care provider (hcp) was unable to put in another system. It was noted the patient stated the scare tissue in their back was caused by their device and that now they are unable to feel their feet. It was further reported that during a revision the patient was unable to have the new system implanted due to ¿so much scar tissue and so much damage¿. It was reported that the patient was also ¿jumping off the table¿. It was reported that the patient has back pain, surgical pain and their feet are numb because ¿everything in their back is screwed up¿.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).